Event description:
It was reported the patient's blood glucose levels rose to over 300 mg/dl, while wearing the pod between 24 and 36 hours on the infusion site (leg). As treatment, the patient gave correction boluses and changed out the pod.

Manufacturer narrative:
Corrosion was observed on the printed circuit board (pcb) assembly, mechanism rails, mechanism spring, and bottom battery. Initial attempts to download the data from the pod were unsuccessful, and all three battery voltages were measured to be lower than expected. The device was connected to an external power source and the download data was successfully retrieved. The download data from the received device does not contain any hazard alarms, drive stalls, timeouts, or pulse width increases. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the corrosion observed and low battery voltages. The soft cannula tear and resulting internal leak prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.